Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during starr procedure, the device did not staple, but cut. The procedure was completed by hand-sewing the intended staple line. There was no pt consequence. No further info is available.